Event description:
It was reported that: the screw tulip head came off when the rod was locked down. The screw was replaced and the surgery was completed without further incident.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.